Manufacturer narrative:
Philips has investigated this complaint. It was reported to philips that the system failed to emit x-rays. The reported issue was resolved in the subsequent case (smax ID:(B)(4) and tw: (B)(4)) where the philips field service engineer (fse) inspected the system onsite and identified that the current was out of range through log analysis. During troubleshooting, the fse checked and found that the mains input from ups was 380 v, but system set for 400 v. The fse contacted the hospital technician to set the input voltage to 400 v. The fse performed tube conditioning and tube adaptation. After that, the system was returned to use in good working order. At the time this complaint was received, philips did not have enough information to exclude a product malfunction with the potential for death or serious injury on recurrence, and as such the complaint was reported. Since that time, new information has been received which has led to the determination that there was no malfunction of the system. Log file analysis determined that the current was out of range (which was set wrongly), due to which the system was unable to emit x-rays. No malfunction of the system was identified. Based on the investigation results, philips concluded that the complaint is not reportable. The codes were updated based on the investigation outcome.

Event description:
It was reported to philips that the system failed to emit x-rays. No harm was reported to philips. Philips has started an investigation of this complaint.